Event description:
Nurse and pt (who is also an rn) confirm infusion pump set at 14cc/hr. 4 hours later, entire 25,000 u of heparin infused, and when pump checked, rate at 125cc and vol. At 800cc. Staff and pt deny having re-set unit. Ptt greater than 120. Protamine sulfate given. No complications noted.